Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to h6 component code. Based on the results of the investigation, it is likely that the suggested event was caused by damage to the image sensor unit or failure of mounted components on the electrical board due to stress from use, external factors, or handling. However, a definitive root cause could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be prevented by following the instructions for use (IFU): chapter 3 preparation and inspection, section 3.8 inspection of the endoscopic system. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the endoeye flex deflectable videoscope exhibited no image. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.